Event description:
It was reported that the procedure was to treat a left main artery. After the procedure, intravascular ultrasound (ivus) ws performed, and when removing the guide wire and ivus catheter, there was resistance inside the guiding catheter and the monorail portion of the ivus catheter tore. When the guide wire was removed, the core separated; however, the coils were still intact and the tip was stretched. Angiography was performed and there were no foreign objects left in the anatomy. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported detachment of the device was confirmed via returned device analysis. The reported difficult to remove was not confirmed due to the condition of the returned device and the difficulty due to the circumstances of the procedure. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents for detachment. Based on the information reviewed, there does not appear to be any indications of a product quality deficiency.